Event description:
Information received from the article: van rooij et al. Perforator infarction after placement of a pipeline flow-diverting stent for an unruptured a1 aneurysm. Am j neuroradiol 31:e43 apr 2010. Medtronic (covidien) received information through literature review regarding an incident and the manufactured product involved with it. Treatment of a large dumbbell aneurysm located in the left a1 segment. During the procedure, it was reported the first pipeline was implanted but did not fully cover the aneurysm neck as it foreshortened more than expected. A second pipeline was implanted to overlap the first pipeline using the telescoping method at the aneurysm neck. There was some protrusion in the middle cerebral artery. Immediately post procedure, the patient appeared apathetic and hemiparetic on the right side. MRI diffusion (magnetic resonance imaging) revealed an infarction and perforator artery occlusion. In the following days, the hemiparesis gradually resolved, but cognition remained severely impaired with loss of initiative and attention, slowness and lack of spontaneity, and global memory dysfunction. The article case illustrated that the perforator arteries may become occluded after placement of a pipeline over the orifices; however, the frequency of the complication is not yet known. The risk of perforator occlusion should be carefully balanced against the possible benefits of the pipeline, especially in patients with unruptured aneurysms.

Manufacturer narrative:
The report was created to capture the incident with device and the complication thereafter. The information was received from the article: van rooij et al. Perforator infarction after placement of a pipeline flow-diverting stent for an unruptured a1 aneurysm. Am j neuroradiol 31:e43 apr 2010. The lot history record review was not possible as the lot number was not reported.